Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 574mg/dl at the time of incident and the current blood glucose level was 184mg/dl. Customers other blood glucose value was 200mg/dl. The customer was treated with intravenous insulin. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer stated that they not in auto mode yet. The device will not be returned for analysis.